Manufacturer narrative:
Unknown device disposition.

Event description:
The manufacturer was informed of this event through patient tracking. The top hat suppraanular valve size 19, which was implanted on (B)(6) 2013, was explanted on (B)(6) 2020 due to severe aortic stenosis and valvular disease. The st. Jude 21mm valve was implanted in the patient instead. No further information is presently available.

Manufacturer narrative:
The device name, model, UDI number has been corrected. Since no further information regarding this case has been received despite of multiple follow ups, the conclusion will remain the same.

Event description:
The carbomedics reduced aortic valve size 19, which was implanted on (B)(6) 2013, was explanted on (B)(6) 2020 due to severe aortic stenosis and valvular disease. The st. Jude 21mm valve was implanted in the patient instead. No further information is presently available.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the information available, the definitive root cause of this event cannot be established. . However, from the document review performed, no manufacturing deficiencies were identified. Manufacturer attempted to follow up with the hospital but no further information related to corcym's valve has been received. There is no evidence of the malfunction nor serious injury regarding the corcym's device. Should further information be received in the future, the manufacturer will provide a follow up report.